Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the keypad was torn over the ok button. The down button was intermittently unresponsive, the up button was completely unresponsive and the ok and contrast buttons responded appropriately. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the pump, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the buttons had become unresponsive. The reporter indicated that the keypad button symbols were worn but the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.